Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during drain #2/4 the pin stay safe connector fell off and some fluid was leaking. Patient did not call for assistance but decided to changed the supplies and started a new treatment. Patient clearly stated that the cycler did not have any fluid in, near or around the cycler. The pump area was dry. A follow up call was made to the patient's nurse who reported that there was no patient injury and that the supplies were discarded.